Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message from his adc freestyle libre sensor which prevented him from receiving a result. He further reported that on an unspecified date in ¿(B)(6)¿ he felt ¿poorly sick with chest pain¿ and self-presented to a hospital. At the hospital, customer was diagnosed with dka (diabetic ketoacidosis) and treated with an unspecified amount of insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving an error message from his adc freestyle libre sensor which prevented him from receiving a result. He further reported that on an unspecified date in ¿may/june¿ he felt ¿poorly sick with chest pain¿ and self-presented to a hospital. At the hospital, customer was diagnosed with dka (diabetic ketoacidosis) and treated with an unspecified amount of insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. -